Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. This is the same case and patient as MFR report # 3005099803-2011-00244. This report pertains to the first of two devices. According to the complainant, the patient was being treated for a stone within the right ureter. The balloon was positioned within the ureter and inflated with 50% contrast and 50% saline using the leveen inflation device provided with the balloon catheter. The balloon was inflated to 14 atm when it burst. The balloon was then removed from the patient and was completely intact. No pieces of the balloon detached inside the patient. A second uromax ultra balloon dilatation catheter was positioned within the patient's ureter and the same procedure was performed as described above. This balloon also burst at 14 atm and was removed from the patient completely intact. No pieces of this balloon detached inside the patient. The physician completed the procedure with a third uromax ultra balloon dilatation catheter. There were no other complications and the patient's condition at the conclusion of the procedure was reported to be "fine."